Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc emerge balloon catheter. The balloon was loosely folded. The outer shaft, inner shaft, balloon and tip were microscopically examined. The balloon has a pinhole at the distal markerband. There are numerous hypotube and shaft kinks. The tip is damaged. Inspection of the remainder of the device presented no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that an air embolism occurred. The 80% stenosed target lesion was located in the non-tortuous and moderately calcified medina bifurcation of the left anterior descending artery. A 3.00mm x 8mm nc emerge® balloon catheter was vacuumed and then advanced for dilatation. However, when the physician wanted to inflate the balloon, it was noticed that air was blowing out into the vessel. The device was removed and the procedure was completed with another 3.00mm x 8mm nc emerge® balloon catheter. No patient complications nor injuries were reported and the patient's status was good.